Event description:
During biomed testing, the device failed accuracy testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.